Event description:
Information was received indicating that a smiths medical cadd legacy pump read 5.6ml left and then started to beep, however, the cassette of the pump was completely empty. It was also reported that the pump displayed "no disposable clamp". The patient attempted to remove and add cassette, but the pump would not work. Subsequently, the patient used a backup pump to proceed with infusion. No patient consequences were reported, and no adverse effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy tests were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation, the delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Investigation recommend that the pump expulsor be trim down to bring the delivery accuracy closer to normal range. No fault found. The problem source of the reported problem is unknown.